Event description:
The customer reported that the device powers up on ac power but won't power up in battery. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.